Manufacturer narrative:
(B)(4). Date sent: 6/13/2016. Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Please provide the product code of the device used with the reported cr40g reload. On this firing, did the device staple? If the device stapled, was the staple line missing any staples (incomplete staple line)? If the device stapled, was the shape of the staples (b-formation, irregular, unformed)? How was the procedure completed?

Event description:
It was reported that during a lower anterior resection procedure, cutting distal stump reload contour stapler line information. It is unknown was used to complete the procedure. There were no adverse consequences for the patient reported.